Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. Reloading the same cartridge resolved the issue, and the customer successfully resumed insulin delivery on their own.